Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/15/2015. (B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a hernia repair on (B)(6) 2004, and a mesh was implanted, due to a large ventral hernia and smaller epigastric hernia. It was reported that the patient experienced undisclosed injuries. It was reported that the patient underwent a repair of an incisional hernia and a mesh was utilized (unable to identify if ethicon or non ethicon mesh) on (B)(6) 2007, due to incisional hernia. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that patient underwent repair of incisional recurrent hernia with mesh (marlex mesh measuring 6 x 11 cm) on (B)(6) 2008 due to recurrent hernia in lower abdominal scar from prior abdominoplasty status post prior repair of hernia in the same location. No additional information was provided.